Event description:
It was reported that during a colostomy, the jaw would not open. Then the surgeon had to cut and suture by hand. The operation was converted to open and or time was extended by more than one hour.